Event description:
This report was received from (B)(6) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011 the patient was diagnosed with peritonitis with (B)(6) and was hospitalized due to the event. It was unknown if remedial treatment was rendered. The cause of the peritonitis was unknown. On an unspecified date in (B)(6) 2011, therapy with dianeal was withdrawn and on (B)(6) 2011, the patient's pd catheter was removed and the patient started hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event. The nurse stated that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12080 and h11f20044 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no malfunction or use error identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis incident.